Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported right side rupture. Healthcare professional later reported a the patient having a "textured device." Device has been explanted.

Event description:
Patient representative reported, right side rupture. Healthcare professional later reported, a the patient having a "textured device". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken . A microscopic analysis was performed which identify, a striated broken in the radius. And missing piece of the shell. Based on the device analysis, the final assessment is: a striated broken in the radius side assessed, as surgical damage. Missing piece of the shell assessed, inconclusive.